Event description:
It was reported by the customer that a pyxis medstation es system went black screen, causing delay in accessing medications around 10 minutes in critical unit. Customer stated that the patient was just entered from the post operative recovery unit and the required medications were fentanyl, albuterol and ipratropium for breathing treatment. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system had black screen issue. A technical support specialist followed knowledge article 000008089 device going into sleep mode/black screen and modifying the device from installed mode to managed mode to resolve. The system functioned as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d5, e2, e3, g1, h6. A review of the complaint history for (B)(6) performed in salesforce did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 05-dec-2023 to 27- mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had black screen issue. A technical support specialist followed knowledge article 000008089 device going into sleep mode/black screen and modifying the device from installed mode to managed mode to resolve. The system functioned as intended. Based on the details from the case notes, it as noted that the system had black screen issues. The technical support specialist followed knowledge article ¿000008089 device going into sleep/black screen¿ modifications were made to the settings, and the customer issue was resolved and no further issues were noted. Inspection and functional testing of the system was not performed since no device was returned. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported by the customer that a pyxis medstation es system went black screen, causing delay in accessing medications around 10 minutes in critical unit. Customer stated that the patient was just entered from the post operative recovery unit and the required medications were fentanyl, albuterol and ipratropium for breathing treatment. There were no adverse events or injuries reported based on this event.